Event description:
It was reported that the liner could not be inserted correctly. The surgeon used another product to complete the surgery. There was a 5 to 10 minute delay in the surgery, due to replacing the product. There was no impact on the patient. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign country: japan the device will not be returned for analysis, as the device was discarded at the hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; d10; h2; h3; h4; h6. D10: item number: 110010265, item name: g7 osseoti multihole 54mm f, lot number: 66571531. Visual examination of the provided picture identified the liner but could not be used to confirm the reported event. Device not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.